Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was going to continued to be monitored. There was no plan for a revision surgery at this time. However, the physician avoided the electrode by changing the stimulation setting.

Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. This is a continuation of regulatory report 3004209178-2021-07464. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare professional, manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient had a battery replacement on (B)(6) 2021. However, when they came to the hospital for follow up the battery became eos with level 2.95v. Stimulation was off since (B)(6) 2021 and couldn't be turned on. The patient said they stayed at home as usual without falling or any accidents, however, the electrode impedance of 0<(>&<)>1 was low while the patient's setting for lt. Stn was 0-1+. They tried to re-interrogate with 3 different tablets but it was still the same status. The issue was not resolved. Additional information was received: it was reported that there was premature battery depletion and a short circuit. The patient had a battery replacement and the neurosurgeon investigated a short circuit by using the alligator cable and ens to check electrode impedance of electrode 0<(>&<)>1 and of extension, which was connected with the lead showing impedance results 0-1+ of lt stn and showed impedances were within normal range (1,122 ohms) and also checked the electrode impedance 2<(>&<)>3 to compare the results, showing 1,010 ohm. The surgeon did impedance tests twice of each electrode pair to confirm the results and they were still showing normal impedances. The impedances had shown that the extension and the lead were not the cause of the short circuit. The surgeon decided to connect a new ins, but after connecting there was still a short circuit. The patient reiterated that they didn't have any falls or accidents. The cause of the short circuit was unknown and the issue was not resolved after the interventions.